Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected a ventricular tachycardia (vt) episode as supra ventricular tachycardia (svt) and withheld therapy. After a review by qualified personnel, it was noted that the vt zone was programmed to monitor only and there was no therapy programmed on for this type of episode. The device remains in use. No patient complications have been reported as a result of this event.